Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a biliary calculus fragmentation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket was used to capture a hard ~12-14mm stone in the middle bile duct. Lithotripsy was attempted with an alliance handle, but the stone did not break up and the tip failed to detach. An endotripter handle was then used, but the tip would not separate. The basket with encapsulated stone was removed with force to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found that the basket wires were slightly bent and the basket tip was intact. The pullwire was cut by the complainant and found to be kinked and bent as if wound around a spool. The remainder of device was not returned for analysis. Functionally, the unit was not tested due to the return condition. The condition of the returned unit was consistent with the complaint that the tip failed to detach. A material review of the broken component found no anomalies and concluded that the tip and pull-wire joints met specifications. Reportedly the attempts to crush the stone and detach the basket tip were not successful. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur in this case. The tip failed to detach due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a biliary calculus fragmentation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the basket was used to capture a hard ~12-14mm stone in the middle bile duct. Lithotripsy was attempted with an alliance handle, but the stone did not break up and the tip failed to detach. An endotripter handle was then used, but the tip would not separate. The basket with encapsulated stone was removed with force to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of tip won't detach the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.